Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Date of birth: (B)(6). Updated: patient sex, weight, weight (unit), describe event or problem, upn, catalog/model #, device lot number, device expiration date, device manufactured date, other relevant history correction: patient died in (B)(6) 2011. (B)(4).

Event description:
It was further reported that the index procedure was to treat a 90% stenosed lesion located in the right coronary artery. Angioplasty was performed in the saphenous vein graph and internal mammary artery graph. Predilation was performed with a 2.0x20 maverick balloon catheter and was inflated twice at 10atms and 14atms both for 25 seconds. The 3.0x12mm taxus liberte stent was deployed @ 16atms for 35 seconds and reinflated at 20atms for 20 seconds. A 3.5x12mm quantum balloon catheter was used for postdilation at 12atms for 21 seconds and 20atms for 20 seconds. In (B)(6) 2011, the patient died suddenly, away from a healthcare facility .

Event description:
(B)(4) study. It was reported that the patient died. In (B)(6) 2010, a 3.0x12mm taxus liberte stent was implanted. In (B)(6) 2011, the patient died. No further patient complications were reported.